Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to defective insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the defective igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.